Event description:
In 1998, pt sustained a supracondylar fracture of the distal femur, just above the total knee replacement. Open reduction and internal fixation was accomplished. Discharged to rehab. Fracture progressed smoothly until 2/1999. Pt then developed hematoma at the healing fracture site, with a prolonged pro-thrombin time. Pt was followed from that point on from the office with multiple x-rays done to observe healing process, although 100% healing never occurred. During this time pt ambulated with a walker and long leg brace. On 4/10/2000, in am, pt rolled over in bed and heard a snap. Pt was brought to emergency room, x-rays demonstrated a fracture of the supracondylar plate at the posterior aspect. Pt was admitted for surgery in 2000. Removal of old hardware and replacement of plate and use of bone graft. Discharged 4/18/2000 to rehab.